Event description:
It was reported that the patient presented for a lead implant procedure. During the procedure, it was noted that while attempting the right ventricular (rv) lead implant, the lead dislodged. The helix was then unable to be retracted. The lead was not used. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.